Event description:
While unloading a vitros eciq immunodiagnostic system from a delivery truck, a worker sustained an injury to the middle finger of their right hand. This event constitutes an adverse event with the potential for serious long term or permanent consequences. (B)(4).

Manufacturer narrative:
The vitros eciq system was being relocated and was transported in a delivery truck. It is unknown how the vitros eciq system was packaged for transport in the delivery truck. While unloading the eciq system from the truck, a worker sustained an injury to the middle finger of their right hand. The individual sought medical treatment. The individual was instructed not to return to work for approximately one week. The extent and severity of the injury sustained is unknown at this time. Investigation of this event is in progress.